Event description:
Reference number (B)(4). Event occurred in denmark. It was reported that patient faced infusion set leakage event on (B)(6) 2025. The leakage was in the tubing. Patient just applied the new infusion set and leakage event occured. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: denmark. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.